Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with a guidewire and sheath was unsuccessful in achieving a complete opening. The physician chose not to place another filter. The pt's condition is good and has since been discharged. This device remains implanted. Therefore, no failure analysis will be available. A lot search was performed and revealed no other complaints to date on this lot number. The co follow up could not confirm if a pre-placement cavogram was performed prior to filter placement or if continual flushing of the carrier system during the implant procedure. The co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event.